Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited increased impedance. The patient reported while moving furniture upstairs the furniture hit the patient's shoulder. It's suspected that the lead anomaly was due to the incident due to the timing of the two events. The lead was capped and replaced on (B)(6) 2019. The patient was stable throughout the procedure.